Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient said they are feeling a vibration in both of their feet. Patient said they have never touched the external devices. Patient said they are thinking about getting the device removed. Patient wanted to turn stim off. Agent attempted to walk patient through turn stim off but patient was using the wrong handset. Patient saw a message that the handset was unable to communicate with the ens which would indicate the caller was using the handset from the evaluation. Agent asked patient if they have a different handset and the patient sad they are not tech savvy and the devices are too complicated. Patient said they will contact the hcp to set up an appointment. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the vibration in their feet was describing the feeling of stimulation. The cause of the vibration was undetermined. The patient reported the most likely cause was unknown, but is one of the possible side effects. Also the patient stated the device may have shifted and is pressing on a nerve. The patient reiterated that it feels like the floor is shaking in both feet. They can feel the shaking in bed. Sometimes it eases up a little. The patient was not shown how to operate the controller. Told them that they probably wouldn't understand it anyway because the patient's short term memory had gotten really bad. She recently took the controller back, probably because the patient was not using it, and plan on having the device removed. The patient wanted something that would eliminate the problem not merely reduce it. The patient stated the device may be pressing on a nerve. The patient read on the back of the book that jolting sensations are one of the possible side effects.